Event description:
It was reported that during a routine device replacement procedure, a fracture of the right ventricular (rv) lead was observed. It was noted that approximately six years prior, the lead had shown high impedance measurements, however, a x-ray indicated the lead was normal and the physician had changed the pacing mode from ddd to aai. Therefore, a new pacemaker was implanted and programmed to aai mode and the rv lead remains in-situ, but out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.